Manufacturer narrative:
Unexpected battery power loss confirmed during testing. Pump passed the displacement test, sleep current and failed the active current test. Failure has been isolated to pcba1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was 5.6 mmol/l at the time of the incident. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The insulin pump will be returned for analysis.